Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. The customer's report was duplicated and attributed to defective analog board. The analog board was replaced to resolve the problem. In addition, the digital board and lcd display were replaced as part of the repair process. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "system fault 36" message. Complainant indicated that there was no patient involvement in the reported malfunction.